Event description:
The pt reports undergoing cataract surgery with bilateral implantation of the crystalens. During surgery on the left eye, the lens tore during delivery and was replaced with a backup crystalens with no sequelae. Postoperatively, the pt reports that she has iritis in both eyes. The pt has been treated with both oral and topical steroids. The pt was a steroid responder, therefore glaucoma medications were prescribed. Pt was referred to a rheumatologist and autoimmune diseases were ruled out. Additional info obtained from the implanting physician is consistent with the patient's account. The implanting physician and referring rheumatologist report the iritis has an idiopathic origin. The pt is currently under the care of her physicians and is being prescribed methotrexate. Reference medwatch report# 2031924-2008-00264.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.